Manufacturer narrative:
This report is submitted on september 25, 2019.

Event description:
Per the surgeon, due to a head trauma, a seroma developed near the receiver stimulator. On (B)(6) 2019 the seroma was drained testing positive for csf. The muscle flap over the receiver stimulator was rotated to maintain a tight pocket with healthy tissue.